Event description:
It was reported that a patient's device was showing high impedance, and that the patient was no longer feeling stimulation. The device was turned off and the patient was referred for lead revision surgery. No surgery has occurred to date. No additional, relevant information has been received to date.

Event description:
The patient underwent a prophylactic generator replacement and lead revision due to high impedance. Pre-operation interrogation showed high impedance. The explanted devices were not available for return as the hospital discards all explanted devices. No further relevant information has been received to date.